Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : proposed component code - mechanical (g04) - femur. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with right knee pain located in the anterior and posterior region of their knee and also reported numbness and unable to straighten the leg while walking and has been using a cane. The physical exam revealed antalgic gait, normal alignment, no effusion, mild quad/hamstring atrophy, no edema, and an incision well healed without concern. X-rays revealed interval varus alignment of the femoral component not present on the first postop radiograph, tibial component intact. Femoral component was revised due to pain and varus subsidence. It was replaced with a stemmed femoral component to increase surface area for fixation and extra distal bone was resected due to flexion contracture. Tibial tray was well fixed. Patella was resurfaced and poly was replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient presented with increased pain, antalgic gait, flexion contracture, and femoral subsidence. Approximately five (5) months post-implantation, the patient was revised without complications. The new femoral component was cemented with a stem extension to increase surface area for fixation and an initial patellar component was also implanted. The well-fixed tibial component was left intact. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height: catalog#42522600410, lot#65357436; tibia cemented 5 degree stemmed right size d: catalog#42532006702, lot#66485994; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#42557000114, lot#66615711; unknown cement: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.